Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) called technical services (ts) and reported a syncopal episode. A patient initiated interrogation (pii) was performed, however the transmission initially failed. Ts walked the patient through troubleshooting efforts. Troubleshooting efforts were successful. Ts referred the patient to the device treating clinic for further evaluation. At this time, no adverse patient effects were reported. This crt-d remains in service.